Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (tension-free vaginal tape-abbrevo and tension-free vaginal tape- exact ) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (tension-free vaginal tape-abbrevo and tension-free vaginal tape- exact ) involved? Citation: international journal of urology (2017) 24, 145¿150. (B)(4).

Event description:
Title: are complications of stress urinary incontinence surgery procedures associated with the position of the sling? This retrospective study aimed to assess the localization of the slings with us, and evaluate whether certain positions are associated with particular complications. From 2010 to 2012, 100 women (mean age 57.2 years, range of 37-77) with postoperative complications after sling procedures, diagnosed in evangelical hospital hagen-haspe were included in the study. Out of 100 patients, retropubic slings of tvt-exact (n=4), and transobturator slings of tvt-o abrevo (n=1) were used during the procedure. Complaint included overactive bladder (oab) (n=?), persistent sui or insufficient treatment effect (n=?), pain associated with the tape: dyspareunia (n=?), spontaneous pain (n=?), pain on walking (n=?), dysuria (n=?), urinary retention (n=?), overflow incontinence accompanying retention (n=?), vaginal erosion of the sling (n=?), recurrent bladder infections (n=?). The results of this study presented that sling location plays a pivotal role in the occurrence of certain complications. The sling position in the proximal part of the urethra or between the middle and proximal urethra appears to be connected with a high rate of unsuccessful stress urinary incontinence treatment. A sling¿longitudinal smooth muscle distance below 2 mm is often connected with sling complications, such as overactive bladder, urinary retention and recurrent urinary tract infections.